Event description:
The user facility reported that the device was used in a procedure where a forcep (model unknown) was advanced out of the scope and the forcep contacted the electrosurgical unit (model unknown), inadvertently burning the interior and distal tip of the device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the thermal damage on both the internal and external part of the device. A telescope was used to view the internal channel of the device and there were shear marks and burn marks noted on the channel wall. These phenomena were determined to be due to physical damage and user handling. In addition, the image was found blurry and stained, which was due to a damaged charge coupler device (ccd) unit as a result of burned distal end. The device instruction manual instructs users to use compatible equipment and warns user to always confirm that the electrode section of the electrosurgical accessory is in appropriate distance away from the distal end of the endoscope. This report is being filed as an MDR in an abundance of caution.